Manufacturer narrative:
(B)(4). Date of event and implant date have been estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience v stents, additional patient effects and patient death referenced are being filed under separate medwatch report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Article: comparison of clinical outcomes between first-generation and second-generation drug-eluting stents in type 2 diabetic patients.

Event description:
This event was captured based on literature review. It was reported that a single center retrospective study identified a total of 993 diabetic consecutive patients were enrolled and followed up after drug eluting stent (des) implantation. The enrollment criteria for this study were successful coronary stenting in a type 2 diabetic patient with at least one lesion in a coronary artery, stenosis of more than 50% at the time of angiography, and evidence of myocardial ischemia. Clinical outcomes at 2 years as follows: 273 xience v stents deployed; 74.8% xience v in-stent restenosis; 2.6% xience v total vessel revascularization (tvr); 1.8% xience v stent thrombosis; 2.6% xience v total vessel revascularization (tvr); 2.6% xience v total lesion revascularisation (tlr); 1.8% xience v all-cause death; 2.9% xience v major adverse cardiovascular event (including tvr, coronary artery bypass graft, nonfatal myocardial infarction, cardiovascular death, stroke); 21 promus stents deployed; 5.8% promus in-stent restenosis; 4.8% promus stent fracture.